Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope light guide lens adhesive and the adhesive between the distal end and server plug-in contained foreign material, the origin or type of foreign material could not be confirmed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed attached to the adhesive of the light guide lens and foreign material (residual liquid) was found on the tip. However; it was not possible to identify the foreign material. There was no physical damage in the area where the foreign object remained. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instruction for use (IFU). Hence, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in the instruction manual evis exera ii tjf type q190v operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii tjf type q190v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.